Event description:
Paramedics were called to a person diagnosed in cardiac arrest caused by strangulation. External pacing was attempted but the operator was reportedly unable to increase pacing current above 0 ma. The patient subsequently regained a pulse prior to arrival at the hospital. The patient's outcome was not known. There were no adverse affects to the patient reported as a result of the alleged malfunction.